Event description:
Broken screw was left in the operative site. The screw broke while the surgeon was tightening it. Attempted to remove the other part but failed and left in the patient's right ankle. No additional is available.